Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
Update 06/13/2016 - litigation received. Litigation alleges that the patient suffers from pain, popping, difficulty ambulating and elevated metal ions. Coding and products have been updated and/or added.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for lot 2496578 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no related incidents against the remaining product/lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain. Doi (B)(6) 2008 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records for lot 2496578 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no related incidents against the remaining product/lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.